Manufacturer narrative:
Evaluation completed. One opened bl5113 pack from lot v0450 was returned in a plastic biohazard zip lock bag. There was fluid in the tubing and collection cassette. There was debris visible in the in-line filter. The assembly looks used. A functional test was performed using a stellaris pc system. The cassette was captured, recognized and passed the self vacuum test. However, the assembly would not aspirate. Fluid did flow through the irrigation line. The aspiration line is clogged. The assembly cannot function properly. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported no vacuum function during surgery. They opened another pack and proceeded with no incident. There was no patient injury.